Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device lot number 3417841 was manufactured under controlled conditions in accordance with allergan procedures. Review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Environmental monitoring and bioburden monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Healthcare professional reported left side removal was noted as "infection s/p seroma". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of seroma and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma and infection (late onset).

Event description:
Healthcare professional reported left side removal was noted as "infection s/p seroma". The device has been explanted.